Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated cassette failed "dry testing" during set up and, when removed from the cycler, was found to have a hole in the heater bag. This issue was noticed during set up. There was no patient involved. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted a hole in the heater bag. The reported issue was verified. The direct cause of the event was determined to be manufacturing related; caused by excess solvent on the tubing to the heater bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.